Manufacturer narrative:
This is one event (death) of two events reported for the same pt involving two separate products; associated mdrs # 1225714-2014-03142; 03143; 03144; and 03145.

Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event on or about (B)(6) 2008 and subsequently expired on (B)(6) 2013, after the use of the product.